Manufacturer narrative:
The device was not returned for evaluation. However, operative notes from the index procedure and secondary procedure were reviewed by a clinical representative. Based on review of records, there was poor apposition of the stent graft to the aorta, resulting in the proximal type 1 endoleak at the conclusion of the index procedure which was never followed or treated as a result of the patient's lost to follow up status. There is no indication that the device may have caused or contributed to the event. Based on the review of the event, information available, manufacturing records, and complaint handling database, there is no evidence that this complaint is due to a manufacturing issue. Endoleaks are a known risk of the procedure, as identified in the product labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4): device not returned to manufacturer.

Event description:
It was reported that approximately 58 months post-implant of a bifurcated device and infrarenal aortic extension; a proximal type I endoleak was noted at the end of the procedure. The physician chose to leave it untreated and monitor. Reportedly, the patient had been lost to follow up until recently. A follow up computed tomography revealed that the endoleak was not resolved on its own. The patient was treated with a suprarenal aortic extension, which successfully corrected the endoleak. Reportedly, the patient tolerated the procedure well.